Manufacturer narrative:
Investigation - it is reported that the measuring line worked abnormally. Information from ds china maintenance center: goods issue date: 2021-09. Within warranty: yes; maintenance record: none.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device will not be returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that propex ii eur giving incorrect measurements. No injury occurred.